Event description:
A malfunction was reported with code malf 3, which could not be reset. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, as it was still under warranty, while the customer continued to use the current pump as a backup to ensure uninterrupted insulin delivery.